Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The control of the pump volumes was postponed to the week after (B)(4) 2017 to find out more relevant information, so the event reso lution, whether there was still volume discrepancy, and the erv/arv were unknown until then. The patient had been seen and was well, though. A pump replacement would not yet be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is unknown if the event had resolved, but the patient was seen by the hcp every week and was fine. It was stated that "control of pump volumes" was postponed until early (B)(6) ((B)(6) 2017) to find more relevant information. A pump replacement would not yet be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20 mg/ml at 8.548 mg/day) via an implantable pump for an unknown indication for use. It was reported a suspected overinfusion occurred. The event date was provided as (B)(6) 2017. The patient went to the hcp on (B)(6) 2017 because they thought their pump was empty. They felt the first signs of withdrawal symptoms on (B)(6) 2017. The hcp noted that the pump was empty too early, because the theoretical volume was 7 ml. The pump was refilled. The next refill appointment was supposed to be early (B)(6) , but the patient would be reviewed earlier than expected, on (B)(6) 2017, to compare the real volume with the theoretical volume of his pump. A decision would be made at that time about a possible replacement. Surgical intervention did not occur, and it was unknown if it was planned. There were no contributing factors reported. It was unknown if the issue was resolved. The patient status was alive - no injury. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated it was unknown if the issue was resolved. The patient was reportedly fine and refused to come to premature filling and control. It will be determined later in january 2018 if a volume discrepancy was observed during the (B)(6) 2017 appointment. There was no planned or scheduled pump replacement to date. No further information was available until the patient's normally scheduled refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient did not show up at the normal filling scheduled for (B)(6)2018. The patient was called by the hcp, and the patient answered that he was abroad, and that he "did not need the pump at the moment." The patient stated he was good with substitute drugs. The patient also stated that "he would come back when that would make it." The low reservoir alarm date was (B)(6)2018, so the representative stated they could be sure the pump was empty as of (B)(6)2018. It was stated the patient was not reliable, and they could not force him to return to the hospital urgently.